Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 2.7. (B)(6) 2015 inratio inr = 1.8; physician poc inr = 3.0. Six hours between tests. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 376877a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 376877a did not uncover any non-conformances. The lot meets release specifications. The customer has rheumatoid arthritis. This condition may impact the performance of the assay. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.